Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display fault was due to a defective main circuit board (pcb) and pneumatic block caused by contamination. The main pcb and pneumatic block were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen. There was no patient injury reported as a result of this incident.